Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was stuck on priming and rewinding. The customer¿s blood glucose was 144 mg/dl at the time of the incident. The customer stated that the insulin pump was stuck in bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was performed. The insulin pump will not be returned for analysis.